Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/03/2016 with the following findings: a review of the black box data showed no evidence of a motor issue. During the investigation, the pump successfully completed the rewind, load and prime steps. The pump was exercised for 24 hours after which no motor issues were observed. It was observed that the keypad was working properly. The pump was opened and there was no evidence of corrosion or damage to the motor flex connector. The prime history indicated that the user was able to prime 20 units of insulin on the date of the complaint. The investigation was unable to duplicate the initial complaint about a ¿motor issue¿. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/24/2016, the reporter contacted animas, alleging a motor (motor issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.